Event description:
Shortly after closing the skin of the second breast, during bilateral breast reduction surgery, the suture line broke causing a wound dehiscence. The dehiscence was repaired during the surgery.